Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was stuck on the rewind and that insulin had squirted out during the manual prime. The blood glucose reading was 392 mg/dl. The tubing connector and top of the reservoir were not wet prior to connection. No alarms were noted in the history for a compromised force sensor system. The drive support cap appeared normal. It was determined that the insulin pump should be replaced. The call was dropped and the customer was contacted two times and left a message to call back.